Event description:
Device has been discarded.

Manufacturer narrative:
Visual analysis of the photographs identified: through the photos provided, it is not possible to determine the lot number and catalog observed rupture in the device. Observed red particles. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Medical staff reported an intracapsular rupture of the left device discovered by MRI. Device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Medical staff reported an intracapsular rupture of the left device discovered by MRI. Device has been explanted and replaced.